Manufacturer narrative:
This is a supplemental report to correct the information provided in the previous MDR. Section h10 said that no malfunction was reported, but the report source indicated the user experienced poor operability as section b5 mentioned. The subject device was not returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On may 13, 2021, olympus medical systems corp. (Omsc) received the literature titled "a case of delayed sigmoid colon perforation after endoscopic submucosal dissection for laterally developing cecal tumor". This study was conducted on endoscopic submucosal dissection for laterally developing cecal tumor for one patient. In the literature, after the procedure, it was reported and perforation and perforated peritonitis in the sigmoid colon, which is different from the dissected region. Emergency surgery was performed, and laparoscopic sigmoid colectomy and ileostomy were performed. Based on the available information, perforation and perforated peritonitis were not reported in a direct relationship with the olympus products. However, omsc assumes that the events might be related to the subject device since the subject device was used for the procedure. And, omsc assumes that the events might be caused or contributed to a death or serious injury. Therefore, omsc assumes that the perforation and perforated peritonitis were an adverse event to submit. Based on the available information, specific information on the subject device was not provided. There is no description of the device's malfunction during the procedure. Omsc will submit one medical device reports (MDR) of the subject device for the perforation and the perforated peritonitis.